Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in two pieces. Microscopic inspection of the tip indicated it had degraded. Visual inspection of the fiber body identified a break. The area where the break occurred was inspected, and it was found that the fiber jacket had burn marks and melting. The fiber connector also had burn marks. The aim mean could not be observed due to the break in the fiber body. It is probable that that prolonged use of the device caused the connector to burn. It is also probable that the fiber break occurred due to a microfracture on the fiber body that led to the fiber break when it was connected to the console. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during preparation for the procedure, the fiber was not recognized by the laser system and it could not be used. The fiber was replaced, and the procedure was completed using the second fiber without any patient complications. Analysis of the returned fiber identified a break in the fiber body.

Event description:
It was reported that during preparation for the procedure, the fiber was not recognized by the laser system and it could not be used. The fiber was replaced, and the procedure was completed using the second fiber without any patient complications. Analysis of the returned fiber identified a break in the fiber body.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in two pieces. Microscopic inspection of the tip indicated it had degraded. Visual inspection of the fiber body identified a break. The area where the break occurred was inspected, and it was found that the fiber jacket had burn marks and melting. The fiber connector also had burn marks. The aim mean could not be observed due to the break in the fiber body. It is probable that that prolonged use of the device caused the connector to burn. It is also probable that the fiber break occurred due to a microfracture on the fiber body that led to the fiber break when it was connected to the console. The instructions for use (IFU) state to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber. Based on analysis results, a conclusion code of cause traced to component failure was assigned which indicates an expected or random component failure without any design or manufacturing issue.